Event description:
Procedure: low anterior resection. According to the reporter: the fan structure would not close correctly at the time of removal. Fragments of plastics from the device had broken off into the patient but were removed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).